Event description:
Reportedly, when an attempt was made to administer device pacing therapy to the patient, the device prompted connect electrodes and pacing could not be initiated as a result. The reporter stated that the patient may have died as a result of an aneurysm but could not disassociate patient outcome from the device discrepancy.